Event description:
On march 18, 2016, the lay user/patient contacted lifescan (lsf) (B)(4), alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter started to read inaccurately on an unknown date in (B)(6) 2015, although no results were provided for this time. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate result and he reported that he injected an unknown dose of insulin. He claimed that 90 minutes after the start of the alleged issue, he developed symptoms of hypoglycemia. The csr noted that the patient had ¿freaked out and damaged his flat¿ and that he ¿twisted about¿. The patient reported that his wife contacted a doctor who measured his blood glucose level and a result of ¿2.0 mmol/l¿ was obtained on the doctor/clinic meter. He reported that he was taken to hospital by the emergency service and he received treatment of glucose tablets/glucose gel. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient¿s test strips had been stored correctly. However, the patient no longer had the meter or test strips involved in this complaint as they had been disposed of. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the result, and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp intervention, after the alleged meter issue began.